Manufacturer narrative:
(B)(4). Final device analysis was completed and revealed synchromed ii battery resistance high. The battery resistance waveform test showed a high resistance and failed test.

Event description:
It was reported that a pt had his pump prophylactically removed to avoid in-vivo battery depletion. The event log noted "reset occurred - low battery" and the pump was in safe state. Per the reporter, no pt injury was reported. The medication administered via the pump was baclofen (concentration of 2,000 mcg/ml) at a daily dose of 12.7 mcg/ml. The pt recovered without sequela.